Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code) device evaluation: one cadd solis vip pump was returned for analysis. The analyst was unable to communicate with pump due to the error. The power up process and self-start method was performed. The issue was confirmed. The issue was due to a corrupted process. There was an incomplete software upgrade and an update process attempt. The issue was a result of use error by the customer. The software was reloaded to resolve the issue.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump displayed a red screen. No adverse patient effects were reported.